Manufacturer narrative:
Additional information: upon follow up it was reported that after the nurse ¿reconnected all the lines and pressors¿, the patient¿s blood pressure improved and "the patient's blood pressure completely recovered¿. The device was not received for evaluation; therefore, a device analysis could not be completed. The customer reported they have newly converted over to using the baxter bifuse and trifuse products and were previously using carefusion¿s bifuse/trifuse products that had bonded injection sites. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced a disconnection, leakage and blood pressure (bp) drop during use with a one-link extension set. Baseline and bp ¿drop¿ values were not reported. It was reported the tubing (fentanyl drip) was disconnected from the bi-fuse, specified as ¿came undone at the leuro-lock and bifuse connection¿. The patients pressors were also running in the lumen through a trifuse that the bifuse was connected to. The patient¿s epinephrine and norepinephrine were going at rates of 67 ml/hr and ¿they were coming out¿ of the port of the bifuse from the cap that became disconnected. The cause of the disconnection was unknown. It was reported all connections were checked an hour prior to the event. There was no report of patient injury or medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.